Event description:
The propel orthodontics c-shaped vibration device ref asm-20018, lot 011521-00004, mfg. Date 2021-01-15, failed to hold a charge and did not work as intended (lack of effect). When calling the company they did not want to take a compliant and said there is nothing they can do and they do not stand by the quality of their medical devices. Additionally, the phone number on the label is not correct.